Manufacturer narrative:
(B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 210 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device analysis. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jun-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.7x16mm, concentric, de novo target lesion was located in the non-tortuous and mildly calcified distal right coronary artery (rca). After pre-dilatation was performed resulting to 85% residual stenosis, a 3.00x20mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.